Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code damaged battery was confirmed during product evaluation as a damaged battery alarm at start up. The main batteries and battery harness were replaced to correct this condition. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "damaged battery". This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer does not want to be contacted. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. During previous services, the main batteries and battery harness were replaced. Evaluation summary: the assignable cause for the reported condition was determined to be depleted main batteries cause by user error. This issue is being investigated through CAPA. This device is a colleague pump with a user interface module software version of 5.09.90.